Event description:
It was reported that while doing rotator cuff repair arthroscopically, the perfect passer clamp of smartstitch failed, the upper part of the clamp separated and disappeared inside the tissues. Image intensifier was used to remove the piece. There was a delay of more than 30 minutes, less than 1 hour. No patient injury was reported.

Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection of the device shows a detached upper grasper at distal end on a pp-connector. The grasper was returned separately in a bag and shows no damages. There are no manufacturing abnormalities visually observed with the returned device. The returned pp-connector was functional tested on a smart stitch handle. The right/left and needle could be extracted as intended. The rod inside the single use pp-connector moves when the clamp lever is pressed. Further functional tests could not be performed. The upper jaw is detached on the device. There was no indications that would suggest that the device did not meet product specifications upon release into distribution.